Event description:
It was reported that the device recorded a code 1003, indicative of better voltage too low for project remaining capacity. No additional adverse patient effects were reported at this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the device recorded a code 1003, indicative of better voltage too low for project remaining capacity. No additional adverse patient effects were reported.